Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that an adverse event occurred with the bd nano¿ 2nd gen pen needle without identified use device problem. The following information was provided by the initial reporter, translated from japanese to english: a bruise was formed near the iliac bone by itself. This time, I am writing a report, not a complaint. It seems that he injected insulin at home after giving pro procedure instructions to a new patient, but the injection was near the iliac bone and a blood clot was formed. It was decided that the matter had been dealt with through an operation and the response had been completed. The person in charge said that they wanted to share information rather than complain, and that they wanted to confirm whether there were any cases like this, so they will file a pir just in case.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an adverse event occurred with the bd nano¿ 2nd gen pen needle without identified use device problem. The following information was provided by the initial reporter, translated from japanese to english: a bruise was formed near the iliac bone by itself. This time, I am writing a report, not a complaint. It seems that he injected insulin at home after giving pro procedure instructions to a new patient, but the injection was near the iliac bone and a blood clot was formed. It was decided that the matter had been dealt with through an operation and the response had been completed. The person in charge said that they wanted to share information rather than complain, and that they wanted to confirm whether there were any cases like this, so they will file a pir just in case.